Manufacturer narrative:
Based on the claims against the product, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vse instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but not replicated the customer reported complaint. Failure analysis found the primary failure of dislodged blade to be related to the customer reported complaint. Based on the log review of remotefe and dsp logs, the instrument had one blade-jammed failure. However, no dislodged blade was observed during in-house testing. For clarification, no sealing issues were observed during log review and during in-house testing. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the vessel sealer extend (vse) instrument cut but did not seal. The vse instrument then locked up while the blade was exposed. The procedure was completed with no reported injury.